Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that interrogation of this device intermittently cannot be performed and today it is unsuccessful. Troubleshooting was performed and unsuccessful despite the use of a second programmer and wand. The caller stated that the original programmer successfully interrogated other devices later in the day so a programmer issue has been ruled out. A boston scientific technical services consultant discussed further troubleshooting with the caller. No adverse patient effects were reported.